Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] therapy was feeling uncomfortably full (bloating) and is receiving antibiotics. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of bloating, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime for 14 days (dosages, frequency unavailable). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6)2023 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s husband performing initiation of treatment when the patient¿s primary caregiver was unavailable. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. Per the pdrn¿s knowledge, the patient¿s abdominal bloating/pain during treatment has subsided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, bloating, and cloudy peritoneal effluent fluid, which required hospitalization and antibiotic therapy. The pdrn confirmed the serious adverse events were unrelated to any fresenius device(s) and/or product(s), as causality was attributed to the patient¿s spouse performing initiation of treatment while the patient¿s primary caregiver was unavailable. The patient continues to utilize the same liberty select cycler without any reported issue(s). Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] therapy was feeling uncomfortably full (bloating) and is receiving antibiotics. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2023 with complaints of bloating, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime for 14 days (dosages, frequency unavailable). The patient¿s peritoneal effluent culture result returned negative for growth, and the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn attributed causality to the patient¿s husband performing initiation of treatment when the patient¿s primary caregiver was unavailable. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue. Per the pdrn¿s knowledge, the patient¿s abdominal bloating/pain during treatment has subsided.